Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2015. According to the complainant, a fluid loss occurred during the procedure and the patient sustained minor vulvar burn. The burn was treated with silvadene cream. The procedure was completed using another of the same device and the patient's condition at the conclusion of the procedure was reported to be "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician.